Event description:
It was reported to philips that the allura system did not emit x-rays. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer hard drive which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that the x-ray is not available. After reviewing log file, fse found ippc startup failed. Fse reinstalled the ippc software and found the problem persisted. Customer refused the service, there were no further actions from philips required. The codes were updated based on the investigation outcome.